Event description:
It was reported that the monitor with the blade displayed green, yellow and swirling yellow colors. It only occurred with one blade. No patient injury was reported.

Manufacturer narrative:
The reported issue was confirmed. Visual inspection also identified that the casing on the handle was cracked. The device was replaced.